Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and blood glucose is high at 404 mg/dl at the time of the incident. Troubleshooting found that no delivery occurred when priming the pump and that the reservoir was out of place. Customer declined to troubleshoot any further.